Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the event date is unknown. The event occurred several weeks prior to the alert date, (B)(6) 2021. Limited information has been provided to the rep. The surgeon was using the clip applier during the case. At some point during the case, the tip of the clip applier fell into the patient. It is unknown how much of the device fell into the patient and if this piece was retrieved from the patient. After the event occurred the device was not used for the rest of the case. It is unknown how the case was completed. The product is not available for return. Product was disposed of by the user facility. Additional information received via phone on 19oct2021 from [name], applied medical account manager I: the rep has reached out to the facility and has not received any additional information at this time. The rep has left their contact information at the office of the surgeon who experienced the complaint event. Intervention: unknown. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the event date is unknown. The event occurred several weeks prior to the alert date, (B)(6) 2021. Limited information has been provided to the rep. The surgeon was using the clip applier during the case. At some point during the case, the tip of the clip applier fell into the patient. It is unknown how much of the device fell into the patient and if this piece was retrieved from the patient. After the event occurred the device was not used for the rest of the case. It is unknown how the case was completed. The product is not available for return. Product was disposed of by the user facility. Additional information received via phone on 19oct2021 from [name], applied medical account manager I: the rep has reached out to the facility and has not received any additional information at this time. The rep has left their contact information at the office of the surgeon who experienced the complaint event. Intervention: unknown. Patient status: no patient injury reported.